Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e victed') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: as per social media content her essure removal done on 9th may and she has 20 undiagnosed symptoms. Concerning the injuries reported in this case the following were reported via social media- medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e victed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced breast tenderness ("tender breast beginning at 6 month post operation"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal and breast tenderness outcome was unknown. The reporter considered breast tenderness and medical device removal to be related to essure. The reporter commented: as per social media content her essure removal done on 9th may and she has 20 undiagnosed symptoms. Concerning the injuries reported in this case the following were reported via social media- medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report received : the event ¿tender breast beginning at 6 month post operation¿ was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e victed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced breast tenderness ("tender breast beginning at 6 month post operation"). The patient was treated with surgery (essure removal, hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal and breast tenderness outcome was unknown. The reporter considered breast tenderness and medical device removal to be related to essure. The reporter commented: she had 20 undiagnosed symptoms, 7 have not gone after surgery. Concerning the injuries reported in this case the following were reported via social media- medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 7-may-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.